Event description:
Information received from the field does not address the patient's clinical status but notes that at implant, the bipolar ventricular lead impedance was >2500 ohms while unipolar ventricular lead impedance was 470 ohms. X-ray confirmed that the ventricular lead was not fully inserted into the connector header. The device was programmed to unipolar and remains implanted.